Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, using hst iii system (3.8 mm), after using the aortic cutter, the surgeon then deployed the proximal seal device. After the proximal seal was deployed, the delivery device was handed back to the surgical tech. It was then noticed that the delivery device handled had separated at the top, near the plunger button. The device did work as expected and no injuries occurred due to the defect. There was no surgical delay due to the defect.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 12/22/2022. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the aortic cutter. The aortic cutter was observed to be in a deployed state. The housing case was observed to be split in half at the base of the aortic cutter. Based on the returned condition of device as well as the investigation results, the reported failure "break" was confirmed. A lot history record review was completed for lots 25160653, 25161829, and 25162768 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.